Event description:
It was reported that the physician deployed the vena cava filter incorrectly with the filter legs in the right renal vein. Six days later, the filter was retrieved without any difficulty or complication to the patient. A second filter was deployed successfully. The patient was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.